Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint that a piece of the insulator had broken off. The instrument's yaw pulley was found to be missing a 0.157 x 0.084 piece near the conductor wire break. The known common cause of this failure is user mishandling/misuse. The instrument was also found to have a broken conductor wire at the yaw pulley exit. The wire was detached from its connection at the grip. The instrument failed electrical continuity testing. Also, in relation to the reported event, isi received (B)(4) with the following event description: a wire of a fenestrated bipolar forceps popped off a jaw so instrument would no longer work. It was being used for coagulation. They did not use a replacement. Staff didn't realize at the time that a 7 x 2 x 3mm piece of the insulator had broken off and was probably in the patient. This complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment from the fenestrated bipolar forceps instrument was found to be missing. However, it is still unknown if the missing fragment actually fell inside the patient. It is also unknown if the missing fragment was retained inside the patient. There is no indication that a reportable malfunction of the instrument occurred since the instrument damage can be attributed to user mishandling/misuse.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been returned to isi for evaluation; therefore, the root causes of the customer reported issues cannot be determined. The site provided a photograph of the distal end of the fenestrated bipolar forceps instrument. An analysis of the photograph shows evidence of missing insulation material (ultem) from the distal end of the instrument. The photograph also shows a broken conductor wire and a dislodged grip cable crimp. A possible cause of the instrument damage is misuse/mishandling. Isi has attempted to contact the site's clinical nurse adviser and robotics coordinator to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of 06/02/2016. No related system errors were found to have occurred during the surgical procedure. The fenestrated bipolar forceps instrument had been used in 8 previous surgical procedures prior to when the event occurred. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment from the fenestrated bipolar forceps instrument was found to be missing. However, it is unknown if the missing fragment actually fell inside the patient. It is also unknown if the missing fragment was retained inside the patient.

Event description:
It was initially reported that during the da vinci-assisted sigmoid colectomy procedure, a wire on the fenestrated bipolar forceps popped off a jaw and the instrument no longer worked. At the time the event occurred, the surgeon was coagulating sites towards the end of the surgical procedure. The surgical staff did not use a replacement instrument after the event occurred. According to the initial reporter, the surgical staff did not realize that a 7.0 x 2.0 x 3.0 mm piece of the insulator had broken off and was probably in the patient. On 06/27/2016, intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint and obtained the following additional information regarding the reported event: when the surgical staff noticed the broken wire on the instrument, the instrument was brought to the initial reporter. Upon inspection of the instrument, the initial reporter noticed that a tiny fragment was missing from the instrument's insulation on the distal end. The initial reporter then notified the surgical staff of the missing fragment which they were not aware of. The initial reporter did not know if the surgical staff performed any attempts to locate and possibly retrieve the missing instrument fragment. The initial reporter indicated that the surgical staff inspects the robotic instruments prior to the start of the surgical procedures. However, the initial reporter did not know if the missing fragment had actually fallen inside the patient. He acknowledged that possibly the fragment was already missing prior to the start of the surgical procedure. The initial reporter did not know if there were any instrument collisions during the da vinci-assisted surgical procedure. There were no reports of arcing of electrical energy from the fenestrated bipolar forceps instrument. The da vinci-assisted sigmoid colectomy procedure was completed with no reported post-operative complications.